Manufacturer narrative:
H6: problem code 1437 captures the reportable event of fiber connector overheated. H10: investigation results: one lighttrail 230um reusable laser fiber was returned in one piece with the tip degraded. The piece measured approximately 309.1 cm from the top of the connector to the distal tip. Exposed glass portion of the tip measured approximately 1 mm and appeared degraded from normal use. Examination under magnification confirmed the pattern on the tip was consistent with normal degradation. Visual analysis of the connector did not reveal any defect that would cause or contribute to the reported event. Functional analysis revealed that the fiber was recognized by the laser console. The aiming beam exiting the tip was bright, clear, and round. Effective transmission was not measured due to the condition of the returned device. The device was analyzed as tip degraded, likely as a result of normal use. Fibers are consumable and meant to degrade. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. H11: g3 (report source) and g5 (premarket/510 (k) #) have been updated.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 230um laser fiber was used for a rirs procedure performed on (B)(6) 2019. It was reported that the device had been used between 8 and 10 times previously. According to the complainant, post-procedure, the fiber was noted to have burnt out from the machine-connecting side and that the fiber connector overheated. The procedure was completed with another lighttrail reusable 230um laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail reusable 230m laser fiber was used for a rirs procedure performed on (B)(6) 2019. It was reported that the device had been used between 8 and 10 times previously. According to the complainant, post-procedure, the fiber was noted to have burnt out from the machine-connecting side and that the fiber connector overheated. The procedure was completed with another lighttrail reusable 230m laser fiber there were no patient complications reported as a result of this event..